Event description:
The reporter stated that he did meter to lab comparison tests, side by side. Tests were done within ten minutes. The results were 147 mg/dl on the capillary meter test, and the result of a venous draw lab test was 212 mg/dl. He did not have any symptoms. Control testing could not be done due to lack of supplies. The report reflects uncertainty regarding correct strip insertion on the meter test. On followup the lifescan representative reviewed qc procedures with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8